Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified and tortuous left anterior descending artery (lad). Following pre-dilatation, a 3.00 x 20 synergy ii stent was advanced to treat the lesion. However, delivery of the device was unsuccessful and upon removing the device, stent deformation on the balloon was noticed. Pre-dilatation was done again and the procedure was completed with two synergy stents. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged and had moved on the balloon. Damage was noted across the entire stent, the most severe damage was noted to the proximal and mid-section, where the stent struts were bunched together and lifted from the stent profile. The stent had moved distally on balloon by approximately 11 mm. The proximal balloon cone wings were tightly wrapped and evenly folded and were not subjected to positive pressure, the distal balloon cone could not be seen as it was covered by the moved stent. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified and tortuous left anterior descending artery (lad). Following pre-dilatation, a 3.00 x 20 synergy ii stent was advanced to treat the lesion. However, delivery of the device was unsuccessful and upon removing the device, stent deformation on the balloon was noticed. Pre-dilatation was done again and the procedure was completed with two synergy stents. No patient complications were reported and the patient's status was fine.